Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter was broken into two separate pieces. Reportedly, the doctor caught the detached pieces through an elevator and pulled out from the endoscope. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation result a visual examination of the complaint device revealed that the balloon did not have any visual defects and the proximal and distal bonds were continuous. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. It was noted that the catheter was broken into 2 pieces. The ends of the broken sections were stretched. A kink on the catheter was also noted just before the proximal end of the balloon. Dimensional examination of the catheter was performed and was measured in three sections; distal, medium and proximal. The three sections were within specification. This failure is likely due to factors or conditions related to procedure, the patient anatomy and/or the manner as the device was handled that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019 . According to the complainant, during the procedure, the catheter was broken into two separate pieces. Reportedly, the doctor caught the detached pieces through an elevator and pulled out from the endoscope. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.